Manufacturer narrative:
The oxygenator was disposed of after surgery. Sorin group another country reviewed their manufacturing records and found that this oxygenator was built to specification. It passed its heat exchanger leak test. Without the device, a technical evaluation cannot be conducted to determine its failure mode.

Event description:
When the heater-cooler was turned on toward the end of cardiopulmonary bypass, blood was noted in the water lines. This suggested that there was a blood to water pathway leak in the heat exchanger of the oxygenator. No hemolysis or infection was noted in the pt's blood. The patient's recovery post operatively was uneventful. There was no patient injury as a result of this event.